Event description:
On (B)(6) 2012, the reporter contacted animas and stated 2 weeks ago, the keypad buttons had a delayed response, were intermittently responsive and boluses were reportedly being cancelled. The contrast keypad button has been reportedly unresponsive for several months; the contrast button has no effect on insulin delivery function. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons had intermittent response and required multiple presses with increased force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.